Event description:
This complaint was previously reported as an adverse event and product problem. However, after further investigation, the adverse event originally reported was not tied to this device, as the patient was already in critical condition at the time of the failure. The loss of electric function only resulted in a 10 minute delay to patient care.

Manufacturer narrative:
It was determined, based on the information reported, that the staff were unaware of the manual override feature and therefore did not attempt to use it. One of the paramedics returned to the ambulance to retrieve the spare battery, which took approximately 10 minutes and resulted in a delay in patient care. Neither the cot nor the battery was inspected, as both were returned to service and could not be traced for evaluation by stryker technician. Based on the reported information and subsequent communication, it was determined that the alleged loss of electric function was likely due to damaged battery. The issue was resolved for the customer by advising the customer to open another work order should the unit be able to be identified and located.

Event description:
It was reported that the staff were trying to raise the cot up to the cath lab table. The cot looked as if it was receiving power and the battery appeared to be correctly docked but the cot would not raise. The staff did not realize that there was a manual override to raise the stretcher so did not attempt this. One of the paramedics went back to the ambulance to collect the spare battery which took approximately 10 minutes. During this time, the patient arrested and later died.